Manufacturer narrative:
The incident information was reviewed; however, there was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a percutaneous coronary interventional procedure using a 6f sheath. Reportedly, hemostasis was achieved with the proglide device completely without oozing. However, 5 days later, infection was noted on puncture site. The patient was transferred to another hospital for surgical treatment. The physician thinks that the reported infection was not related to the proglide device, that it was related to the patient background. Gloves were exchanged when using the proglide device. No additional information was provided.